Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) system over temperature, alarm. Machine makes high pitched sound and goes into standby. Help button says switch machine off. Wait for it to cool off and resume therapy. Happened in early hours of morning and then again around 07h00. The staff switched the machines. There was no patient harm.

Event description:
N/a

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.